Manufacturer narrative:
Complaint conclusion: as reported, the saber rx (8mm6cm155) percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for a pre-dilatation; however, it ruptured at approximately four atmospheres (4 atm). The product was replaced with a smart stent (10x60) and the new stent was implanted in the target lesion. After the procedure, a 6f exoseal vascular closure device (vcd) was used for hemostasis. The exoseal and the sheath introducer were retracted as a unit until the back-flow from bleed back indicator stopped. The exoseal and sheath continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to black-black. The exoseal and sheath were removed from the patient without plug deployment. Therefore, hemostasis was achieved by manual pressure. No bleeding complications occurred during or after the procedure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the left common iliac artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The devices were stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The devices were prepped per the IFU. The saber was prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The physician had achieved certification on the use of exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. The device was not returned for analysis. A device history record (DHR) review of lot 17625843 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ and ¿indicator window no change to indicator¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the burst and no change to indicator could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported burst as calcification/resistant lesions may cause damage to a balloon. According to the IFU, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ based on the limited information available for review, it is not possible to determine what factors may have contributed to the no change to the indicator; however, procedural/handing techniques are likely. According to the instructions for use, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button¿. The IFU provides the following caution: ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ in this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber rx (8mm6cm155) percutaneous transluminal angioplasty (pta) was delivered to the lesion for a pre-dilatation. However, it ruptured at approximately 4 atm. The product was replaced with a smart stent (10*60) and the new stent was implanted in the target lesion. After the procedure, an 6f exoseal vascular closure device (vcd) was used for hemostasis. The exoseal with a sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer was continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to black-black. The exoseal with the sheath introducer was removed from the patient but the plug could not be deployed. Therefore, hemostasis was achieved by manual pressure. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The devices were stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The devices were prepped per the IFU. The saber was prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The physician had achieved certification on the use of exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. The products were clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the left common iliac artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.